Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower had broken tower door. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: upon further review, it was determined that this report was inadvertently submitted MFR. Report number 2016493-2025-92853, as this case created case# (B)(4) before (B)(6) 2025 in salesforce and processed by dchu in sfdc. Please refer to pr# (B)(4) MFR report number 2016493-2025-93088.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower had broken tower door. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.